Event description:
It was reported that the lead appeared damaged when lead end cap was removed during stage 2 of system implantation. The #3 lead contact 'did not look right'. No impedances were tested. The hcp was planning on using the lead. No patient symptoms were reported. A follow-up report will be submitted if additional information becomes available. Please see MFR report # 6000153200800213.